Manufacturer narrative:
No photographs were provided for review. No radiographs or operative notes were provided. No device was returned to nuvasive for evaluation; further, it is unknown which nuvasive device was in use or what procedural step was being conducted when the intestinal injury occurred. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. No device malfunction was alleged by the reporter. The root cause of the issue was unable to be determined with the information provided; however, surgical technique may have contributed to the reported event. Labeling review: "¿potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury.." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...careful preoperative planning, intraoperative sizing, radiographic confirmation of proper spinal segment height restoration, and intraoperative neuromonitoring are critical in avoiding spinal cord and nerve root injuries that may be caused by over-distraction. Do not over-distract the spinal segment..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..."

Event description:
On (B)(6) 2024 a patient underwent an extreme lumbar interbody fusion procedure at the l2/3 disc space. During the procedure a guidewire injured the intestine of the patient by making two holes. On (B)(6) 2024 the patient was transferred to an emergency facility and underwent surgery. The patient's condition was reported to be stable. No additional information was obtained. No product malfunction was alleged.